Manufacturer narrative:
The reported failure of the trilogy 100 ventilator active exhalation control module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During evaluation, the device failed active exhalation purge valve closed test. The active exhalation control module required replacement to address this issue. After repair, the device passed functional testing with no issue detected. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements. Additional findings not related to the malfunction/issue: the following components were replaced due to being missing or damaged: exhalation port block, power cord clamp, rubber feet, handle assembly, rear enclosure assembly, enclosure seal, thtpol label (due to obsolete revision), top plate enclosure.